Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion and a linear opening on the posterior side. A leak test and microscopic analysis were performed which identified: a void on the valve side within specification per qa199.06 (texture side) is not considered a workmanship, a void >1 mm in non-textured, valve-to shell-bond area, yellow particles and a smooth crease opening. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior side due to a fold flaw opening. The reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.